Event description:
Contact requested assistance reviewing bolus history to confirm boluses that had been delivered. Customer's blood glucose level was in the 300's (mg/dl) due to customer delivering a food bolus and not a food/correction bolus. Contact was able to confirm boluses with assistance from tandem technical support. Contact declined troubleshooting for elevated blood glucose level and indicated that customer would receive a correction bolus.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.